Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date a getinge field service engineer (fse) evaluated the iabp and replaced helium regulator, helium tubing, and helium transducer which were leaking when the helium tank was opened. The fse performed and passed all functional and safety tests to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak at the tank and at the adapter connection. No patient was involved during this event. No adverse event was reported.